Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs implant system. While the surgeon was broaching for a size one stem, the surgeon fractured the calcar femorale. The surgeon stated that the fracture was due the patient's poor bone quality due to avascular necrosis (avn). The surgeon cabled the femur and broached for a size five stem. The surgical outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being conducted at mako surgical. The adverse event occurred due to the patient's anatomy. The surgeon stated that the patient had poor bone quality and avn which contributed to the fracture. It is highly unlikely that the adverse event was attributed to a mako surgical corp. Device. The investigation is currently ongoing. A supplemental report will be filed if additional information is obtained.